Manufacturer narrative:
(B)(4)5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed to assistance in determining if the insulin pump was working after an infusion set change and also mentioned that their blood glucose level was 51mg/dl. The customer was assured that the insulin pump was working as designed. The insulin pump passed a self-test. The customer declined to troubleshoot for the low blood glucose reading. The insulin pump will not be returned for analysis.